Event description:
A customer reported using cidex® opa solution past the 14-day reuse period. The load was released and used on two patients. There were no serious injuries reported. Per the instructions for use (IFU), it states cidex® opa solution must be discarded after its 14-day reuse period even if the cidex® opa test strip indicates a concentration above the minimum effective concentration (mec). The customer was advised to always following the IFU. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer used cidex® opa solution beyond its 14-day reuse period. (B)(4). This is two of two reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00342 and 2084725-2016-00343.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending by lot, system risk analysis (sra), visual analysis, and retains analysis. ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending by lot number could not be performed as the lot number was not available. ¿ the sra was reviewed for "expired product and biohazardous exposure" and the risk was determined to be "low." ¿ visual analysis was not performed as the product was not available for return. ¿ retains testing was not performed as the lot number was not available. The likely assignable cause of this issue was failure to follow instructions. Customer was advised to always follow the instructions for use (IFU). The issue will continue to be tracked and trended.